Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. From the usage conditions, it was likely that a sharp metal needle had come into contact with the guidewire when operating the guide wire. Based on this assumption, as a reproduction test, a guidewire was once inserted in a metal needle and then pulled out from it. As a result, urethane peeling occurred, the cross section was smooth as if cut with an edged tool, and the core wire was exposed. Risks associated with short-term/long-term residual in the body: this product conforms to the temporary contact (within 24 hours) of the biological safety evaluation specified in iso, and is guaranteed to be safe in temporary contact (within 24 hours) with the human body. It was likely that the guidewire was pulled out from the metal needle while its urethane coating was in contact with the metal needle, which resulted in the peeling of urethane coating. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the actual glidesheath slender was used for a lead extraction procedure by femoral vein approach. The mini guidewire included in the product was used concurrently with a metal needle, which resulted in the peeling of urethane coating. The detached fragment still remains in the patient body; however, no health damage has been reported so far. The detached fragment reached the periphery through the vein and was under observation without surgical removal attempt. The final patient impact was no-serious. The procedure outcome was not reported.